Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator stopped working. The pt was not sure what had happened, but did note that he fell. Additional info has been requested, but was not available as of the date of this report.